Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon got stuck in me- vagina [foreign body in reproductive tract]. No string on tampon [device physical property issue]. Case narrative: consumer reported via e-mail that a tampon got stuck because it had no string. No serious injury reported.